Manufacturer narrative:
UDI no. - unknown as the involved lot number is unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of production records. A search of the complaint file found 38 similar reports with the involved product code. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the doctor called to ask about angio-seal, and some advice regarding a angio-seal that was not deployed correctly; he was unsure of what exactly happened during the deployment as a tech had deployed it; the information relayed was that it was occluding the patients leg, but there were doppler pulses; the patient was asymptomatic; after notifying the regions sales representative, the doctor talked to him and stated that he had consulted vascular for removal; and estimated blood loss was less than 250 cc. Additional information was received on june 19, 2017. The patient is doing fine. The device was removed by vascular surgery. Hemostasis was achieved by manual pressure. According to the person who deployed, the angio-seal device deployed correctly. There were no issues with the deployment, it deployed the way it was supposed to.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event and in the absence of returned sample, no deduction can be made for the root cause. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.